Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes due to oversensing signals. No changes or intervention was reported. There were no patient consequences.